Event description:
On (B)(6) 2013, the patient contacted animas stating there were intermittent power issues with the pump. The battery was reportedly corroded. The patient stated that he had cleaned out the battery compartment and replaced the battery. The pump reportedly continued rebooting. The patient denied damage to the battery compartment or battery cap. It was noted that the patient was able to secure the battery cap to the pump. The patient reportedly remained off the pump and used an alternative form of insulin delivery. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection revealed that the battery compartment was cracked. Moisture corrosion was observed inside the battery compartment. The returned battery cap contact height and width measurements were found to be within the required specifications. The battery cap secured to the pump; however, the pump would not power on. The remaining investigation steps were unable to be completed due to no power to the pump. The pump case was also observed to be cracked at the case seal above the pump label. A leak test was performed and multiple leaks were found; battery compartment, display lens and pump case. The pump case was removed and no intermittent conditions or moisture was found inside the pump or on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.